Event description:
Upon opening the packaging of this device, the product was found to be unsterile. No further info is available. There was no pt involvement. The device is being returned for co's analysis.